Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the rpeorted incident. The fiber was returned in good physical condition. The fiber functioned. As intended during functionality test. The fiber was tested and performed within design specification with no error codes noted during analysis.

Event description:
During an ilc procedure, they received a blackbody on the first stick site. They replaced the instrument and then proceeded to get 4 fiber memory crc errors. The account ran out of fiber so the case couldn't be completed. The pt will be rescheduled for a later date.